Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Attorney alleges that the patient's implantable pulse generator (ipg) contributed to the patient's death. It was also stated that the patient had moved to a nursing home prior to death and the cause of death was reported as a myocardial infarction.